Event description:
The patient's infusion site detached on (B)(6) 2026 due to inadequate adhesion, resulting in hyperglycemia. The patient reported fatigue and is currently experiencing acute illness with fever. No treatment has been initiated at this time.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration numberreporting site: 8021545manufacturing site: 3003442380